Event description:
It was reported that the patient was unable to adjust stimulation. It was noted that stimulation was switching to 4.40 volts all on its¿ own. The patient had the adaptive feature enabled but said she had never had it that high because that would be too much stimulation. She was urgently at 2.40 volts on program 1 at the upright position but she couldn¿t decrease the stimulation to 2.20 volts. It was explained how to decrease stimulation but that patient stated that once the box was in the third row it would not go down. The screen did not change when she pressed the minus. It was confirmed that stimulation was on but stimulation wouldn¿t go up or down. The adaptive feature was turned off and the patient was told to press the minus key on the top. The patient realized she had not been pressing the minus key she had been pressing the down arrow on the navigator key. The adaptive feature was turned back on and the patient was able to lower stimulation. The patient was reminded that she must remain at a setting for three minutes in order for the programmer to save the number. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, : product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).